Event description:
It was reported that the impedance on the right ventricular (rv) lead was high and triggered a lead warning. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: e2dr01aa implantable pulse generator (B)(6) 2004; 5554 implantable pacing lead (B)(6) 200. (B)(4).